Manufacturer narrative:
Additional information d4, h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy. An extra 80ml of 100mg remdesivir bag in excess after the infusion had been marked as complete through the pump. The event occurred during patient use at the intravenous (IV) room. No additional information is available.

Manufacturer narrative:
Corrected information d4: additional information was provided by the customer on 03/03/2021 identifying the device as serial number (B)(6).